Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reports to have received a motor error alarm. Customer states that after a long trip, she ran out of insulin. When customer received the insulin pump, he received a motor error alarm. Customer's blood glucose was 400 mg/dl, which was treated with manual injection. Customer's blood glucose at the time of call was 420 mg/dl. During troubleshooting for motor error, customer was not able to complete rewind sequence, pump was not exposed to magnetic field, and customer does use sensor features. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).